Event description:
The customer reported the patient support would not raise when using the gantry controls on a brilliance 64 CT system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander as a result of this issue. The fse reported the middle pedal of the multifunction footswitch was jammed underneath the footswitch cover, preventing the table from raising or lowering while using the gantry controls or the multifunction footswitch. The fse unjammed the middle pedal to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that when attempting to move the patient support of their philips brilliance 64 slice CT system by utilizing the gantry control panel motion buttons, the patient support was unresponsive. The customer confirmed that the patient support could be moved by the controls of the console CT box. The issue did not result in harm to a patient, operator, or bystander. There was no report of uncommanded motion of the patient support. The customer performed a reboot of the system, but the issue was not resolved. On (B)(6) 2015, a philips field service engineer (fse) attended the site and evaluated the system. The fse confirmed that the patient support would not move when commanded by the gantry control panel motion buttons. The fse also noted that the patient support would not move when commanded by the multi function foot switch (mffs). The fse found that the middle (load) pedal of the mffs was jammed under the frame of the mffs. The fse unjammed the mffs load pedal from under the frame of the mffs to resolve the issue. The fse did not provide the system error logs and there were no parts replaced by the fse during the visit. Field change order (fco) (B)(4) was initiated to replace the existing footswitch with a new footswitch design. In the new design, the cover/housing itself will isolate the pedals and prevent sideways motion instead of the plastic blocks and single point of attachment. Field safety notice (fsn) (B)(4) was released (B)(6) 2012 informing customers that damaged footswitch covers may cause the patient support to move in an unintended manner. The fse confirmed that the system had the old design mffs. Review of the units affected list (ual) for fco (B)(4) confirmed that the system had not been included on the ual. On (B)(6) 2015, the system was added to the consignee list of the ual for fco (B)(4). Review of service work orders confirmed that the system had fco (B)(4) performed on (B)(6) 2015. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited.

Event description:
The customer reported the patient support would not raise when using the gantry controls on a brilliance 64 CT system. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander as a result of this issue. The fse reported the middle pedal of the multifunction footswitch was jammed underneath the footswitch cover, preventing the table from raising or lowering while using the gantry controls or the multifunction footswitch. The fse unjammed the middle pedal to resolve the issue.

Manufacturer narrative:
(B)(4).